Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. Energy and all other values in the system are stable. No changes were made on the device. All laser system functions were within specifications that day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the lower third of the sidecut needed opening by a knife during a lasik procedure on a patient's right eye. Procedure was completed. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.